Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2014.